Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
A medwatch was received regarding an incident with a 8fr dobbhoff ng feeding tube however the description did not clearly outline the incident or products involved. Upon clarification with the initial reporter on 10/17/2018 and 10/26/2018 it became known that the patient was a (B)(6)-year-old male patient who fell off of a ladder while pruning trees in his back yard on (B)(6)-2018 resulting in a brain injury requiring a peg placement ~9 days after the injury for sole nutrition support as the patient could only tolerate minimal amounts of oral nutrition by mouth. On (B)(6)-2018 the patient was admitted to the hospital after the peg was found to be dislodged resulting in an infection, fever and removal of peg. The surgeon recommended against placing another peg tube. On (B)(6)-2018 the hospital placed an 8fr dobbhoff ng tube with unknown item code and unknown lot number into the lining of the patient¿s stomach. The ng tube was unable to feed. The initial reporter stated that per the medical chart, the ng tube was clotted. On (B)(6)-2018 another dobbhoff ng tube with unknown item code and unknown lot number was placed but did not function because it was kinked. On (B)(6)-2018 a ng tube which the initial reporter believes was a dobbhoff with unknown item code and unknown lot number was placed but could not be made to function for an unknown reason. On (B)(6)-2018 a nj tube with unknown item code and unknown lot number was placed but could not be made to function for an unknown reason. On (B)(6)-2018 a nj tube with unknown item code and unknown lot number was placed which did not initially function but was made to function after an unknown intervention. The initial reporter further reported that during the first four days at the hospital, the patient lost 10 lbs and another 10 pounds before he was discharged. The patient was weakened and needed therapy to gain weight back. The type of therapy is unknown. Subsequently the patient expired on (B)(6)-2018. The cause of death is pending. None of the dobbhoff ng tubes have been returned for evaluation and are not expected to be returned.

Manufacturer narrative:
Was updated from malfunction to death. (B)(4).